Event description:
This spontaneous report of a non-serious, unlabeled event of hives (urticaria) meets the criteria of an expedited 10-day report. Information was received via a sales representative from a physician assistant (pa) regarding a female who received a total of 1 cc injection of perlane injectable gel (injectable dermal filler) into the chin area on (B)(6)2009. Anesthesia in the form of 1% xylocaine was administered prior to procedure. No additional procedures were performed. Significant past medical history included previous restylane in (B)(6) 2008 without reported complications. The patient has no known concurrent medications. On (B)(6)2009 at approximately "4 pm," the patient went to the emergency room due to generalized hives (urticaria) described as "full body hives." At that time, the patient was treated with unspecified medications. On (B)(6)2009, the patient notified her injecting practitioner (pa) regarding her emergency room visit and also reported that her hives had resolved. The physician assistant was unable to provide an assessment of causality due to minimal information provided by the patient. The company's opinion of causality is assessed as possibly related to perlane. The perlane lot number and expiration date were not reported.